Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The anatomical location being treated was the right vena cava. The 12 fr femoral titanium filter was deployed, and it was observed under angiography that only one of the legs opened up. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "ok."

Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The anatomical location being treated was the right vena cava. The 12 fr femoral titanium filter was deployed, and it was observed under angiography that only one of the legs opened up. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).